Event description:
A patient had been hospitalized for a subarachnoid hemorrhage, and a aaa was discovered on CT during hospitalization. The proximal neck was 25mm in diameter and 20 mm long. The neck was angulated. The maximum aneurysm diameter was 80 mm. Both common iliac arteries were 35 mm in diameter, and the external iliac arteries were 5 mm in diameter. An endurant stent graft system was implanted in the patient for the endovascular treatment of the abdominal aortic aneurysm. The distal landing zone on each side was within the narrow external iliac arteries. The bifurcated stent graft was implanted over the lowest renal artery, with a chimney stent placed. It was reported that an occlusion of the left limb was discovered approximately 5 weeks post-implant. The physician performed a thr ombectomy, re-lined the limb with another endurant limb, and also used an 8x40mm bare metal stent to keep the limb open. Following this secondary intervention, blood flow was inadequate and the limb became occluded again, requiring a femoral-femoral bypass procedure three days later. No additional clinical sequelae were reported, and the patient is doing fine.

Manufacturer narrative:
(B)(4). Conclusions: implanting in 5mm diameter artery.